Manufacturer narrative:
The returned sample was visually inspected and was found to be non-conforming with a septum that was not closed completely. The sample was functionally tested for leak testing and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was found to be functionally conforming, therefore a leaking trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar was manufactured to specifications. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A director of nursing reported that the trocar leaked when the surgeon was putting the light source into the trocar. The procedure was completed without product replacement. There was no patient harm. The product sample is not available for evaluation as it was discarded by the facility.